Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the plunger on the staysafe connector during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment. The cycler was rebooted and the leak was observed during fill 1 it was noted fluid did not come into contact with cycler. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy. It was reported the patient was unable to complete therapy in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Patient was advised to retain sample however pdrn was unable to confirm if sample was available for return to manufacturer. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the plunger on the staysafe connector during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment. The cycler was rebooted and the leak was observed during fill 1 it was noted fluid did not come into contact with cycler. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy. It was reported the patient was unable to complete therapy in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Patient was advised to retain sample however pdrn was unable to confirm if sample was available for return to manufacturer. Additional information was requested however to date has not been provided.